Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power issue. The reporter stated that the pump was unable to power on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history shows a 128-fe88 replace battery alarm that occurred on the date of the event. During testing, the pump powered on normally. A rewind, load, and prime sequence was performed successfully. The pump cover was removed and no internal moisture or damage was found to the power circuit. The pump electrical current draws were tested and were found to be within specifications. The reported complaint was not duplicated during investigation.